Manufacturer narrative:
(B)(4).

Event description:
After the trigger was pulled, it was discovered that the staples were malformed, further suturing was required for anastomosis. As a result, open procedure was done to finish the suturing of the anastomosis site.